Event description:
It was reported that the user did not fully secure the infusion set connector to the pump, resulting in disconnection during the night and subsequent hyperglycemia, which resolved after rewinding, reseating the cartridge, and reinserting the tubing. Symptoms included elevated blood glucose levels reported as ¿high¿ (>400 mg/dl) for a few hours without ketone testing, medical intervention, or assistance, and no acute health effects were reported. Outcomes included transient hyperglycemia with recovery after restoring infusion. Investigation included customer troubleshooting and education to properly reinstall the cartridge and reconnect the infusion set. Investigation of this case revealed an infusion set connection error leading to interrupted insulin delivery from the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper connection of the infusion set.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.